Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2003 and left total hip arthroplasty in 2003. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2015 due to trochanteric and groin pain and liner wear. During the procedure, the head and liner were removed and replaced. Subsequently, patient underwent a right hip revision on (B)(6)2015 due to liner wear. During the procedure, the head and liner were removed and replaced.